Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the proximal portion of the delivery catheter detached from the catheter body while slitting. The physician manually cut the sheath using a scissor to re-engage enough material to grip and continue slitting. The delivery catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The catheter shaft was broken at 20 cm from the proximal end. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.